Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported needle clog during priming, she stated that there is no insulin flow. Consumer also reported that she noticed on one pen needle that the non patient end was bent before injection. Packaging and samples were discarded. Consumer does not have the lot # but was able to get the product # from her pharmacy. Lot #: unknown. Catalog #: 320550. Date of event: unknown. Samples: discarded.